Event description:
The reporter states doing meter to lab comparison tests, both using venous blood. Rptr's meter reading was 81mg/dl, and lab test result was 123mg/dl. No symptoms were reported. On followup, the reporter stated that rptr uses dry q-tip on optics. Reviewed cleaning, coverage, coding, and lab comparisons. No harm was alleged.